Event description:
Hill-rom received a report from the account stating the bed exit alarm is not alarming. The bed was located at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the bed exit not alarming due to an inoperable buzzer on the power control board. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2007 and 2009-2014. It is unknown if the facility performed any other preventative maintenance on this bed. The technician replaced the buzzer with scale and power control board to resolve the issue. Based on this information, no further action is required.